Event description:
The device was used during an unspecified procedure. Reportedly, the retaining pin disengaged into the cavity. The hospital has reported no patient injury occurred.

Manufacturer narrative:
1/6/1998-supplemental report #1 submitted to FDA.